Manufacturer narrative:
The reported event of no output was confirmed. The device image analysis indicated that the average monthly voltage and current trends were normal. Further analysis did not find any anomaly. Output testing was performed, and the device had no ventricular output. Electrical and mechanical tests were performed and the ventricular chamber output anomaly was confirmed. Visual inspection on the device header confirmed a weld joint anomaly on the ventricular tip connector. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A manufacturing investigation was performed and the missing weld anomaly was confirmed to be a supplier issue.

Event description:
It was reported that, during an implant procedure, there was no low voltage (lv) output. The device was explanted and replaced to resolve the event. The patient was stable.